Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was decreased sensing threshold noted on the right atrial (ra) lead resulting in episodes of atrial undersensing. It was alleged to be due to a slight lead dislodgement. The device was reprogrammed to resolve the undersensing and the patient was stable with no consequences.